Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure the device got tissue pad part detached, did not fall into the patient. Another device was used to complete the case. No patient consequences.